Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump and pump error alarm. The blood glucose level was 187 mg/dl. Customer stated that critical pump error image was display on the screen. Customer stated that the insulin pump received a pump error alarm. The product will return for the analysis.

Manufacturer narrative:
The insulin pump had a pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.